Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that all keypad buttons were under responsive. It was noted that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/12/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad was found to intact; no damage was observed. The keypad buttons were found to be unresponsive during testing. A leak test was performed and a leak was found in the keypad. The keypad was removed; no evidence of contamination was observed. The pump case was opened and there was evidence of moisture found on the internal components of the pump. Unrelated to the complaint, investigation revealed a dim, discolored display.